Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va17qye, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a symptom return. It was mentioned that the patient tried a re-programming session at the physician's office, but the device was explanted and replaced. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va17qye , implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the symptom return was not known. There were no further symptoms or complications reported or anticipated.